Event description:
This senior medical surveillance specialist spoke with the patient/layperson on 8/28/09 regarding her ten days earlier, complaint of an elevated blood glucose result (313 mg/dl) with her onetouch ultra2 meter. The patient clarified and reported the following to this specialist. The patient believes she obtained the alleged result a few days before calling, after dropping the meter in her basement and then pouring alcohol over the meter to disinfect it. However, she does not recall the time of day. The patient injected 35 units 70/30 humalin insulin after testing. When her blood glucose remained elevated (result not recalled), the patient stated "I panicked and injected more insulin". At some point after the second injection, the patient was "ice cold and sweating". She does not recall if she self-treated with food. The patient went on to report that her physician has since advised her to inject only 30 units twice a day, to not attempt a sliding scale, and to eat after injecting insulin, not before. The customer care advocate replaced the meter, strips, and control. The patient alleged no harm due to the product. Since the patient developed a symptom that is consistent with low blood glucose after injecting extra insulin based upon an elevated result (although the patient was not on a sliding scale), the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.